Event description:
The patient reported about a tear ago she was hospitalized due to a pod that was not working during the night which causes her blood glucose to go high (exact bg levels was not provide). She also stated the pod did not alarm. She did not provide any further information regarding the hospitalized or her treatment. Attempts were made to contact the patient to provide additional information. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia or hospitalization. No product lot number was reported therefore no qualification records were reviewed.